Event description:
It was reported that the customer passed away in (B)(6). Customer's last blood glucose reading recorded in the insulin pump was 140 mg/dl. It was reported that the customer was having issues with her blood pressure and she suffered from a stroke. Cause of the death was noted to be brain aneurism. Daughter stated that the insulin pump was removed one hour prior to the death as the customer was unresponsive. Insulin pump was requested to be returned, however the caller declined. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.